Manufacturer narrative:
The field service engineer advised the customer to run a wash reaction parts. No other issues were noticed including hardware issues. The customer verified the system operation. Recalibration and qc were performed and they were all within the range. The customer's actions of running a wash reactions parts and performing a recalibration and qc, resolved the issue.

Event description:
We received an allegation of questionable results for multiple patients' samples tested with the hba1c assay on cobas c513 analyzer. Discrepant results were provided for 1 patient sample. The customer ran the patient sample and got an initial hba1c result of 9.01% and it was accompanied with a data flag. No erroneous results reported outside the laboratory and the customer repeated the sample. The repeated result was 5.3%. The repeated result deemed to be correct. The a1cx3 reagent lot number was 62958001 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The last calibration was performed on 18-feb-2023. The calibration trace showed that at 2:28 p.m the calibration failed then it was successful multiple times after that. Alarms were noted. Qc recovery was not initially within the customer¿s established ranges. Successful qc recovery was established after multiple failures. The instrument's alarm trace found the following: - water level decrease; - reagent short; - qc violation. The customer stated they opened new qc, new calibrator and new reagent but they were still getting low qc. The customer had been advised to run wash reaction parts. No further issues were noticed. The system operation had been vertified. The customer recalibrated and performed qc and all results were within acceptable range. The investigation determined that the cause of the event was consistent with a maintenance issue. The service actions (running wash reaction parts) resolved the issue.